Event description:
It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed on (B) (6), 2009. According to the complainant, during the procedure, the first clip was deployed and closed onto the tissue. The clip did not release from the deployment system. When the physician pulled the device back from the bleeding site, the clip came with the deployment system and fell off inside the pt. The physician was not concerned with leaving the clip to pass naturally via peristalsis. Another resolution clip device was used to complete the procedure. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B) (4).